Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a post operative device check and upon interrogation, the atrial lead exhibited under sensing, unacceptable threshold and loss of capture in unipolar configuration. The device was reprogrammed and the lead remained implanted.